Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
D6b: date of explant was reported as (B)(6) 2024. Device analysis indicated device failure. Device analysis report attached.

Manufacturer narrative:
Per the clinic, the device was explanted (specific date not reported) and the patient was reimplanted with a new cochlear device during the same surgery.